Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported noting that the tip of the tenaculum forceps instrument was coming apart. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the tip was coming apart is confirmed. The pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is missing. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.